Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD, implanted 2015 (B)(6). (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and there was possible undersensing on the right atrial (ra) lead noted on the current electrogram. The lead remains in use. No patient complications have been reported as a result of this event.